Event description:
Patient with left ventricular assist device (lvad) therapy x 19 months presents with 4th episode gi bleeding post lvad, in the setting of inr 1.3, and recent recurrence of metastic duodenal cancer. Five units of blood transfused. Coumadin (only-no heparin bridge) resumed. Patient declined gi evaluation this hospitalization.